Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es time on the station was off by 5 minutes. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time on the station was off by 5 minutes. A technical support specialist dialed in to the station and updated the time to resolve. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.